Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tortuous distal right coronary artery (rca) and mid rca. A 3.00 x 8mm synergy drug-eluting stent (des) was advanced to treat the lesion but had difficulties in delivering the device. The physician was trying to get to a distal lesion in the rca but the shaft snapped 8 inches from the hub. The device was removed out of the patient and continued the case with a different device. A 3.00 x 12 synergy drug-eluting stent was then advanced in the middle of the rca to get a second stent placed; however, when the device was pushed, the shaft broke. The device was removed and the procedure was completed with a 3.0x12mm non bsc stent and a 4.00x16mm synergy des. There were no patient complications reported.